Manufacturer narrative:
A product investigation was conducted. Visual inspection and dimensional inspection revealed no non-conformities. No design issues were identified during investigation. The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The complaint condition could not be confirmed without the involved plate. Based on the provided information we are not able to determine the cause of this occurrence. The performed evaluation has shown that the devices were manufactured according to the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Medical imaging investigation: review by us customer quality of the x-ray image provided in revealed one screw that was not flush with the plate, was proud of the plate, and was not perpendicular relative to the plate. It could not be confirmed from the images that the second screw had any issues. Conclusion: the complaint was not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint condition is adequately covered by the risk assessment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a cervical locking plate and screws on unknown date. X-ray taken on unknown date revealed a caudal screw had loosened. It is not known if a revision procedure was scheduled. Customer returned two screws back for investigation. Concomitant device: cervical locking plate (part unknown, lot unknown, quantity 1). This report is for one (1) 4.0mm ti quick lock cancellous screw self-drilling 18mm. This is report 2 of 2 for (B)(4).